Event description:
Complainant alleged that while attempting to defibrillate a 45-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib testing, a hot/cold environmental testing, and verification that the device would automatically disarm after one minute without duplicating the report. The device was returned to the customer without going through recertification as a non-PMA apprvoed device and the customer was informed that this device is retired and no longer on the FDA-approved AED list. No trend is associated with reports of this type.